Event description:
Caller reported a malfunction on pump and it did not cause customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).